Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked from the hub junction when the cap fell off. The following information was provided by the initial reporter, translated from chinese to english: "while using a closed intravenous indwelling needle for the patient, the nurse found that the "y" cap fell off, leading to fluid extravasation."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked from the hub junction when the cap fell off. The following information was provided by the initial reporter, translated from chinese to english: "while using a closed intravenous indwelling needle for the patient, the nurse found that the "y" cap fell off, leading to fluid extravasation."